Event description:
Surgeon notified rptr that pt had been to his office where a 1" x 1/2" piece of foam was retrieved from the vagina. Pt had undergone an abdominal hysterectomy on 11/13/95 and had prep done in surgery prior to the procedure with the device. The foam is apparently the remnants of the prep wand found in this prep tray.